Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product had been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated the insulin pump is not alarming, no delivery when he is experiencing high blood glucose. No troubleshooting was performed as the customer did not have the tubing clamp.